Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was due to an unbalanced oxygen relay. The oxygen blender was removed as a precaution in order to resolve the reported issue.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is delivering high fraction of inspired oxygen (fio2). The customer confirmed the inaccuracy with an external analyzer and attempted recalibration of the device but the fio2 is still out of specification. While the device was set to 60%, it was delivering 99%, and when set to 21%, it was delivering 26%. The customer stated there was no patient associated with this event.